Manufacturer narrative:
D4: UDI is unknown as the lot/catalog number was not reported. H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that a broken router was found inside the attachment in a user facility's sterile processing department. This event did not occur during a surgical procedure; no delay or adverse consequences were reported.

Manufacturer narrative:
Correction: d9: the device was not returned for evaluation. Additional information: h6: the quality investigation is complete.

Event description:
It was reported that a broken router was found inside the attachment in a user facility's sterile processing department. This event did not occur during a surgical procedure; no delay or adverse consequences were reported.